Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for a clinic visit following surgery relating to a fall. Stored electrograms revealed noise on the right atrial lead and it was noted that the noise episodes started on the day that the patient fell. The atrial lead exhibited loss of capture in the bipolar configuration. The patient was asymptomatic. On (B)(6) 2016 the lead was explanted and during the procedure, it was noted that the lead insulation was denuded. The lead was replaced. The patient was discharged home post procedure.